Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received 27 shocks from the cardiac resynchronization therapy defibrillator (crt-d).boston scientific technical services (ts) reviewed the stored episodes and found that the first couple of episodes were inappropriate therapy due to the patient being in sinus tachycardia. Therapy was exhausted in these episodes. Subsequent episodes where therapy was delivered were appropriate due to true ventricular fibrillation (vf). It was noted that the shock zones were programmed low and programming would be reviewed. The crt-d remains in service and no adverse patient effects were reported.